Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the connect app (android) are not accurate. No adverse event reported. The device is not expected to be returned for product evaluation.